Event description:
The patient reported that they experienced the v-go device falling off three times in the last few months. Specific event dates were not reported. It was reported that no devices are available for return to the manufacturer for evaluation.